Event description:
Additional information was received that the patient was brought into the office due to the lead safety switch (lss) now triggering for another manufacturer's ra lead. During the in office visit, ra lead impedance measurements were greater than 3000 ohms in unipolar and 450 ohms in bipolar. The physician left the lead programmed to bipolar. Boston scientific technical services (ts) discussed that these measurements were not typical for when a lss occurs, the medical personnel agreed. The medical personnel noted they would continue to follow the patient via the remote home monitor. Ts suggested further evaluation to assess connection or lead integrity anomaly possibilities. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the medical personnel reported oversensing on the right atrial (ra) channel which was from the pacemaker oversensing the minute ventilation signal. The right ventricular (rv) lead pacing impedance was high and out of range which triggered the lead safety switch (lss) to change the polarity to unipolar. Boston scientific technical services (ts) reviewed data stored in the remote home monitoring system and found that another manufacturer's ra lead impedance remained in range, but did show one acute increase from 570 to 814 ohms. The atrial lead threshold measurement also increased once from 0.4 volts to 1.9 volts, however the impedance measurement on that day was 441 ohms. Another manufacturer's rv lead impedance measurement had been previously stable in the 500 ohm range and at the beginning of the year an acute increase to 1056 ohms was observed. A few weeks later the rv lead impedance measurement increased to greater than 3000 ohms. Ts further reviewed an electrogram strip from the beginning of the year and confirmed the oversensing from the minute ventilation signal on the ra channel. Ts further observed that once the lss occurred on the rv channel, there was myopotential oversensing. The patient did have an underlying intrinsic rhythm. Due to the unipolar configuration, there was also oversensing of the atrial pace on the ventricular channel. The pacemaker, ra and rv leads remain in service and no adverse patient effects were reported.

Event description:
Additional information was received from the clinic that another manufacturer's ra lead impedance exhibited another increase from 523 to 750 ohms. They were planning on bringing the patient into the office for further evaluation. At this time the pacemaker and leads remain in service and no adverse patient effects were reported.